Manufacturer narrative:
A ge service representative performed an on site investigation. The handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the workstation handle had snapped off while transporting the system. The customer made no allegations of an injury or death associated with complaint.